Manufacturer narrative:
Product has been returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet pump touchscreen was displaying black lines. The device was determined to be non-functional and a replacement was required. Blood glucose (bg) was not affected. No medical intervention was required.